Event description:
It was reported that the 7700 system had an ipc not active error message displayed. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The icp power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.